Manufacturer narrative:
A patient experienced ineffective therapy/coverage was reported to abbott. As a result, an additional lead was implanted to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy/coverage. As such, surgical intervention took place on (B)(6) 2025 wherein the an additional lead was implanted to address the issue. Reportedly, effective therapy was confirmed post op.